Event description:
Caller states the patient received results of 21.8 mmol/l and 6.9 mmol/l within 10 minutes on the inform system. A lab sample was drawn and 2 hours later returned as 9.8 mmol/l. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).